Event description:
It was reported that the drain detached during use inside the chest. A 12f flexima apdl catheter drainage was selected for use as a chest tube drainage. While moving the patient, it was noted that the drain became stuck on something and started to stretch. The drain broke off at the connection between the blue material and the white material leading to the hub being disconnected from the drain. The chest tube was no longer connected to anything. The procedure was completed with a different device. No complications reported and the patient's condition was fine post procedure.